Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), alopecia ("hair loss"), blindness ("vision loss"), headache ("headaches"), fatigue ("fatigue"), sleep apnoea syndrome ("sleep apnea"), depression ("depression"), coital bleeding ("bleeding after sex") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, blindness, headache, fatigue, sleep apnoea syndrome, depression, coital bleeding and weight increased outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, alopecia, blindness, headache, fatigue, sleep apnoea syndrome, depression, coital bleeding and weight increased to be related to essure. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Almost 3 years later, she underwent a surgery to remove her essure coils. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pain (interpreted as pelvic pain) and heavy bleeding (interpreted as genital bleeding) after essure (fallopian tube occlusion insert) insertion. Almost 3 years later, she underwent a surgery to remove her essure coils. Pelvic pain and genital bleeding are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and bleedings and that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.